Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. In addition the patient reports the pod was leaking during wear. Symptoms reported include hyperglycemia and dehydration. The patient administered a bolus in which did not result in lowering their blood glucose levels. The patient reports due to high blood glucose levels they had also had a kidney infection, urinary track infection as well as a vaginal yeast infection. Once the patient was at the hospital they were diagnosed with hyperglycemia and dehydration. The patient had blood work and a urine analyses performed. The patient was given intravenous fluids and antibiotics. The patient was prescribed zofran (8 mg) to be taken 3 times daily, macrobid as well as an over the counter medication of diflucan (150 mg) 1 time. The patient was released from the hospital the same day as the event.